Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown. Additional contact information (B)(6).

Event description:
An event occurred on an unspecified date involving a spinning spiros closed male. It was reported that the device was used at the end of a cadd reservoir pump line. In two occurrences involving the same patient, the adapter appeared to generate excessive pressure when connecting, causing the line to dislodge from the site. During the first instance, the pharmacy replaced the line and adapter, and the infusion was successfully completed. In the subsequent occurrence, multiple attempts to replace the line and adapter were unsuccessful, leading to removal of the spiros device, after which the infusion was completed. There was patient involvement and no harm/adverse event reported.